Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The alternate o2 flowmeter was replaced to resolve the issue. Block a: no patient information provided after calls to end user 04/11/25 and 04/17/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718